Manufacturer narrative:
Batch review performed on 20.sept.2021: lot 2005102: (B)(4) items manufactured and released on 9-sep-2020. Expiration date: 2025-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Liner was revised as per standard procedure.

Event description:
8 months after the primary surgery the patient came in reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the cup and liner. The surgery was completed successfully.